Manufacturer narrative:
The complaint description states that one on the handles, when locked was not holding onto the trial broach firmly. This resulted in the broach being loose and wobbly. The device associated to the complaint was not returned for analysis. The lot no. Was not corresponding to the part, therefore it is not known how long it has been in the field, and a DHR review cannot be performed at this stage. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scrub nurse was loading the broaches onto the corail broach handles and one on the handles, when locked was not holding onto the trial broach firmly. This resulted in the broach being loose and wobbly.